Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument failed to apply the clip. The clip would not release from the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the event date was (B)(6) 2024. The instrument was inspected prior to use. Purple hem-o-lok clips were utilized. The bundle was not greater than what was recommended in the instructions for use (IFU). The instrument failed to fire the clip. Another clip applier instrument was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a derailed grip cable from its normal position at the distal end. The instrument passed the intuitive motion test. After placing the instrument on the in-system, the derailed grip cable was returned to its normal position and passed the clip test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.